Event description:
Patient's foot was inadvertently placed on an aqm 6.0 handpiece for an undisclosed amount of time resulting in a severe burn. The patient was transferred to the burn unit at (B)(6) and is awaiting skin graft procedures.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
(B)(6). Evaluation code (method): device discarded therefore analysis unable to be performed. Evaluation code (result): device discarded therefore analysis unable to be performed. Evaluation code (conclusion): device discarded therefore analysis unable to be performed. (B)(4).